Event description:
Had to recut the tibia. There was way too much posterior slope and varus produced by cut from guide. Used the external alignment guide to redo cut, cement to fill like an augment. We are sure the guide was down properly and osteophytes were removed.

Manufacturer narrative:
Method - segmentation review, planning review, jig design review. Results - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides mfg to specifications using current work instructions. Conclusion - root cause is the guide was not down all the way. Most likely the guide was tight on the lateral flange and was rotated medially slightly. This orientation would result in a deepened posterior cut and varius angle.